Manufacturer narrative:
This product was purchased on one of three orders from feb 2019- march 2019. Therefore it had been in use for approximately 8 months before the damage occurred. The instrument was measured per the drawing specifications and tested for properly hardness and material. All readings were found to be with conformance. There has been total of (B)(4) sold of this product since 2012 with no additional complaints recorded for this occurrence. It can be determined that the damage to the tip was the result of excessive stress during use. This can be seen as the final report. If additional information is received that alleges any additional patient involvement or necessary corrective actions a follow-up report will be submitted.

Event description:
During a pituitary surgery, the doctor found that the top of the product was broken. The doctor closed the patient because the piece was not observed by x-ray. However, the piece was observed in the patient body by CT screening afterwards. A second surgery was performed to remove the broken piece.